Event description:
Information received indicates the brake is not working.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters and adjusted the brake to repair the bed.